Event description:
Guidant received information that the patient with this implantable cardioverter defibrillator (ICD) expired. This ICD was included in the recall advisory, and the patient's family has filed a civil lawsuit alleging the recalled device caused or contributed to the patient's death. It was later learned that after the patient's death, the patient's spouse remembered the emergency medical service (ems) personnel stating that the ICD should have fired but didn't.